Event description:
This report summarizes <noe> 310 </noe> malfunction events in which the device had paint chips missing. 309 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 310 previously reported events are included in this follow-up record. Product return status 293 devices were received. 9 devices were evaluated in the field. 8 devices were not available for evaluation. Event confirmation status 302 reported events were confirmed. Evaluation results 302 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 310 events were reported for this quarter. Product return status: 288 devices were received. 8 devices were not available for evaluation. 14 device investigation type has not yet been determined. Event confirmation status: 288 reported events were confirmed. Evaluation results: 288 devices were found to be affected by missing paint chips. Additional information: 310 devices were not labeled for single-use. 310 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 310 </noe> malfunction events in which the device had paint chips missing. 309 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.